Manufacturer narrative:
It was indicated that the catheter would be returned for evaluation; however, the catheter was not received for evaluation. The tracking number indicated that the catheter was in route to be delivered to edwards, but the catheter was sent back to the hospital. After speaking with the customer in regards to product being sent back to the hospital, she was unaware that it was sent back. Customer was going to investigate and reply but again several attempts were made and a response from the customer was not received. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. A device history record review was completed and documented that the device met specification upon distribution.

Manufacturer narrative:
One vascular catheter was received inside a broken shipping tube. The catheter was not snapped off, and it is believed that the customer meant the clear adaptor with red shrink was broken off when they said the orange portion of the catheter was completely broken off since the catheter was never removed from the shipping tube. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The shipping tube was broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached at the clear adaptor cap, and the second around the IFU. When the catheter was pulled out of the tube, it was found to be bent 2cm distal of the 70cm marker. The balloon and windings were found to be in good condition. Although the reported customers comment "orange portion of the catheter (shipping tube) was completely snapped off upon receiving the product" was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review off the available information suggests that damage may have occurred during shipping or storage of the product after it left the manufacturing facility. The lot number was corrected. A device history record review was completed and documented that the device met specification upon distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the orange portion of the catheter was completely snapped off upon receiving the product. It was noted when opening the packaging in the or storage room before use. No patient injury was reported.